Event description:
It was reported from (B)(6) that during an ear, nose, and throat (ent) surgical procedure, it was observed that the radiolucent drive device did not work properly. According to the report, ¿without load¿ the device could ¿resolve¿. However, when the device was ¿put on the bone¿, it was observed that the device could not resist the torque. As a result, there was a twenty minute delay to the surgical procedure as the surgeon had to finish the procedure by manual drilling. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the safety clutch was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: there was no contact phone number or complete address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.